Manufacturer narrative:
Batch review performed on 29 may 2017. (B)(4).

Event description:
The patient came in complaining of instability. The cause of instability is patient anatomy, the patient had ligament issue. The surgeon swapped the poly to a larger size. The surgery was completed successfully. X-rays and explants are not available.